Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: sustained anaphylactic reactions, arrhythmias, and related mental and emotional distress.